Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed to the septum and the column wall. A water leak test showed no leakage in either the actuated position or the unactuated position. A definite source that caused damage to the column tear; which could contributed to the leakage, could not be established. The causes normally attributed to these types of damage are incorrect usage or excessive actuations. Device/batch history record review: no. Reason: although the review of the dhrs review are required for MDR¿s per CPR 071, a review could not be performed as the lot number was not provided. Visual analysis observations and testing: received one used q-syte unit from unknown lot number. The q-syte unit was connected to a 12 ml nipro syringe with an attached extension to which was connected to a 25 ml terumo syringe. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold slits tears and cut slit on the septum top disk. Water leak test: the q-syte unit was connected to the water leak test station and tested in the un-actuate and actuated positions. Leakage was not confirmed in the un-actuate or actuated position during testing septum column tear assessment: damage (tear) was observed along the top column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Observed slit tear on the septum bottom disk. Photos of the slit centeredness: the septum slit cut was not off center on any of the returned q-syte unit. Investigation samples(s) meet manufacturing specifications: no, the returned q-syte unit provided for evaluation displayed septum slit tear on the septum top disk and a tear at the top of the column which did not leak, when leaked tested. Investigation conclusion: the defect leakage, as stated as the reported code was not confirmed with the returned unit. Although leakage was not confirmed, the presence of the column tear is indicative of leakage. Confirmed there were slit tears on the septum top and bottom disks and a column tear. Relationship of device to the reported incident: indeterminate a definite source that caused damage to the column tear; which could contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from a bd q-syte¿ luer access split-septum stand-alone device on the 8th day of use. There was no report of injury or medical intervention.